Event description:
The (B)(6) from a hospital called animas to troubleshoot her patient's pump. The patient was admitted to the hospital on (B)(6) with dka and a blood glucose level of 568 mg/dl in the ER. The patient was also (B)(6) for ketones. At the time of the call the patient was being weaned off IV insulin therapy. The date and time had been resetting to default date and time after battery changes; however this occurred after the patient was admitted to the hospital and the (B)(6) changed the battery to clear alarms. The patient was using correct insulin that is not expired and changed every 2-3 days. The (B)(6) suspects that the patient may be reusing supplies because he is experiencing financial difficulty, but is not certain. She noticed that the patient had not changed the infusion set over the last three days and that several small primes of less than 3 units were noted. He confirmed to the (B)(6) that he was making certain that the pump was delivering insulin, but he never disconnected the infusion set from his infusion site. When reviewing the pump the advanced features are reportedly all set correctly and the pump delivered as programmed. Although there is no evidence of a pump malfunction this complaint is being reported due to possible use error prior to the patient becoming hospitalized. The patient had not changed the infusion set as stated in the owner's booklet.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. During testing, the pump load cartridge phase failed to detect the cartridge. During evaluation the force sensor was found to be out of calibration, contamination was found in the force sensor assembly, and the force sensor assembly was found to be physically damaged. No further performance testing of the original complaint was able to be completed due to the failure to detect the cartridge. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. There is no suspected pump malfunction and the pump was not requested for return. This complaint is being reported due to possible use error that may have resulted in the patient's injury. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.